Event description:
End user left a message and stated they needed a replacement wheel for a rollator. End user stated it has a defect because the center has come off. Csr attempted to call end user back but voicemail was full. No further details were available.